Event description:
Healthcare professional reported right side ¿hyperechogenic axillary lymphatics ganglions, with posterior acoustic shadow, compatible with a silicon infiltration," ¿rupture," and "infiltration of bilateral axillary lymph nodes by silicone." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "infiltration of bilateral axillary lymph nodes by silicone".